Event description:
It was reported that patient had a condylar plate placed for a femur fracture on an unknown date. Patient was walking in a parking lot on (B)(6) 2014 and experienced a fracture above the original implanted less invasive stabilization system liss plate. Patient visited the hospital on (B)(6) 2014 and was scheduled for revision. Revision of original plate and 11 screws occurred (B)(6) 2014. The patient was revised to a longer plate that was placed to address both fractures. This report is for 11 screws part and lot numbers unknown. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 11 screws part and lot numbers unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.